Event description:
A pump reported an altitude alarm, which led to the customer's blood glucose level being displayed as "high," although the specific value was unknown. The customer addressed the elevated blood glucose by administering a correction injection via multiple daily injections and required no assistance from a third party. Technical support provided tips to prevent altitude alarms in the future, and the customer acknowledged the advice. The customer replaced the cartridge, after which the pump resumed normal operation.